Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "leakage pump housing" occurred during use. A leakage on the pump housing was reported. A video was provided which shows the leakage on the housing. As the failure is clearly visible in the video the failure could be confirmed. Getinge is aware of the reported failure "leakage pump housing" and was already investigated in complaint (B)(4) with the following results: a visual inspection was performed on the product and on the pump cover cracks were detected. A tightness test according to lv 201 was performed and leakage on the cracks were noticed. The most probable root cause for the leakage on the pump housing could be tension in the material because no damage from camber, etc. Could be detected. The reported failure "leakage pump housing" occurred during use and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that customer indicated that the hls set needed to be changed asap as it was leaking blood from an unknown source. On the provided video from the customer it can be assumed that the leakage is coming from the pump housing. No harm to any person was reported. Complaint ID: (B)(4).